Event description:
MFR received a report from an atty alleging that a pt died as a result of her head being caught between a mattress and a bed rail. Product failure has not been identified and the MFR has not been permitted to evaluate the device.